Event description:
The hospital ceo contacted the device manufacturer regarding manufacturer request for additional event information. The hospital ceo reported that she will need to consult with hospital legal counsel before providing any information on the event. She said she is unaware of the details of the event, or if they have been able to determine what the root cause of the event occurrence was. She stated she would call back once she discusses the event with others. The device manufacturer has received no followup or responses to multiple calls and voice mail messages for further information regarding reported patient injury and outcome.

Event description:
The hospital ceo contacted the device manufacturer and reported she was advised by the hospital legal counsel not to release any information, and if authorities have any questions they can contact her directly.

Manufacturer narrative:
(B)(4).

Event description:
The cardiopulmonary director reported the ventilator was turned off by an unknown source while it was in use on a patient. The cardiopulmonary director reported the respiratory therapist stated the ventilator was found with the power switch in the off position. The patient was removed from the device and the hospital staff initiated a code response. The patient was moved to ICU. The device was removed from service and quarantined pending hospital assessment. The cardiopulmonary director would provide no further information and referred manufacturer to the hospital coo for more information. Multiple attempts made to obtain further information of the event from the hospital coo with no responses received.

Manufacturer narrative:
Device quarantined.